Manufacturer narrative:
(B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient was hospitalized on (B)(6) 2024, 7 am in morning due to high blood glucose level. The patient was hospitalized for 1 day the level of blood glucose when hospitalized was 400 mg/dl and was treated with intravenous insulin drip. No further information available.